Manufacturer narrative:
Concomitant medical products: cook fusion omni-tome sphincterotome, fs-omni; wire lock, unknown make or model. Occupation: non-healthcare professional. Investigation evaluation: our evaluation of the product said to be involved confirmed the report. Resistance was felt when removing the wire guide from the sphincterotome. The returned device is bent which may have contributed to the resistance felt by the user. Bends are from the distal tip to approximately 7.5 cm from the distal end of the device and approximately 146.3 cm to 157.0 cm from the distal end of the device. No damage to the wire guide coating was observed. A yellowish substance was observed along the flexible tip of the wire guide, between the 2 and 3 cm silver markings, and at the 11 cm silver marking. Rough surfaces are found throughout the entire length of the wire guide. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Prior to distribution, all acrobat® 2 calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook acrobat® 2 calibrated tip wire guide. The sphincterotome was not stripping, and was pulling the wire guide out of the wire lock half way through the exchange. Access was lost (per the cook sales representative, this was not due to the device), so the wire guide had to be placed back into the sphincterotome. The procedure was completed with a competitor device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.